Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent struts on the distal end were lifted, dented and pulled in a proximal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on the 29nov2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.